Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving sufenta (sufentanil) 140 mcg/ml for a unknown total dose via an implantable pump for non-malignant pain. It was reported the patient began having swelling at the pocket site about a week ago. The patient came into the office today (B)(6) 2018), where the hcp aspirated the reservoir and was getting clear medication back. The rep confirmed the hcp got back what they expected from the reservoir. The hcp then decided to fill the pump with medication. The hcp then aspirated fluid from the pocket after the refill on (B)(6) 2018 and saw a "straw colored fluid." The hcp was concerned there was an infection and was wondering if the drug in the reservoir was contaminated. It was reviewed to check the fluid for infection, but that it was a medical decision on whether the hcp wanted to aspirate the reservoir/program to minimum rate. The rep called to ask if the hcp should aspirate the drug from the reservoir. The event date was (B)(6) 2018 (swelling began about a week ago). The situation was being addressed by the hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative on 2018-dec-14 indicated they were awaiting test results to confirm or deny the infection. Actions/interventions taken to resolve the infection were unknown at this time. It was noted that the healthcare professional (hcp) emptied the pump and put it to minimum rate just in case the drug was infected. The patient's weight was unknown. No further complications were reported.